Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported hyperglycemia and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 480 mg/dl while wearing the pod. Patient treated her high bg by administering a bolus of 25 units which subsequently brought her bg down to 20 mg/dl. Patient was found passed out and was hospitalized as a result for 24 hours. Patient was treated in the hospital with IV and glucose shots. Patient was prescribed lisinopril; dosage and frequency taken unknown.